Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon has used 3.5mm cannulated screw for fixing a medial tibial malleolus fracture. When he was drilling in the guide wire, the guide wire broke off; leaving 3.3 cm inside of the patients tibia. It was reported that the guide wire was already bent which may have caused the breakage. Operation time was not compromised and there was no delay of surgery due to the breakage. Surgeon has no intention of removing the wire. Wire was thrown away by the nurses, so no guide wire to be sent back. This report is for 1 of 2 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.